Event description:
It was reported that the guidewire subject device was used in the basilar artery thrombectomy procedure. However, after advancing the delivery wire to the target site, when the physician attempted to withdraw the guidewire, it was noted that the distal tip of the subject device had fractured and remained in the vessel. The physician attempted to retrieve the broken fragment using a retriever; however, the attempt was unsuccessful. Thus, the procedure was concluded, and the broken fragments remain within the vessel. No further information available.